Event description:
The customer reported via phone call that he was on the river in a canoe and it flipped over. Customer stated that the insulin pump got wet over the weekend and a constant tone was occurring. Customer removed the battery to prevent it from alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, reservoir tube window corners, a cracked reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.